Event description:
Pt was receiving iabp therapy with a sensation plus iabp and a cardiosave iabp. The pump and catheter were performing fine after about 30 minutes the arterial pressure waveform became difficult to read. The arterial pressure waveform became difficult to read. The arterial pressure waveform was sourced through the fiber optic sensor. Staff retrieved different cardiosave pump and the patient was switched to the new pump without incident. Patient is still receiving therapy as far as I know.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The device was not returned. A supplemental report will be submitted if additional information becomes available. (B)(4).